Event description:
The customer reported to olympus, when connecting the evis exera iii bronchovideoscope the error b30 scope communication error appears. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the channel mount unit has foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿b30 scope communication error appears¿ was confirmed. Due to corrosion on plug unit, b30(scope communication err) occurred. The device evaluation found a leakage between the grip and control unit, electrical continuity inspection test failed. Additionally, the channel mount unit had foreign objects. The drum unit, the forceps channel port, the control unit, the scope cover, the scope connector, the light guide lens, and the plastic distal end cover were corroded due to water damage. The grip, up/down plate and switch box had discolorations. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received stating that the suggested events occurred during a procedure.

Manufacturer narrative:
Correction to b5 as information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. In regards to the foreign material, it is likely the material may not have been removed even with proper reprocessing due to the leak from the control unit/grip. The foreign material could not be identified. In regards to the reported b30 error, it is likely fluid invaded the scope connector while the user was handling the device, which caused an abnormality in the electrical components; and resulted in the displayed error. The following information from the instructions for use (IFU) pertains to the b30 error: ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ the foreign material can be detected by handling the device in accordance with the following IFU: inspection of the instrument channel olympus will continue to monitor field performance for this device.